Manufacturer narrative:
(B)(4). Corrected data: MDR decision: not reportable. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Additional information was received, and the following was obtained: could you please clarify ¿the stapler did not trigger the staple line¿? Means that ¿don¿t fired¿. Was the stapler unable to be fired (would not fire)? Don¿t fired. If the stapler could be fired, were any staples deployed? Probably in stapler if yes, was the staple line incomplete? Don¿t fired. Were the staples malformed? Don¿t fired. Were there any patient consequences? No. Only increased procedure time.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the stapler did not trigger the staple line. To continue the procedure, the surgeon did manual stapling. The surgical time was prolonged, but no information regarding how long of a delay was given. Patient consequence was not reported.